Event description:
It was reported by the customer that their insulin pump may have a delivery anomaly. Customer states that the device would not allow them to deliver 6.3 units of insulin without being programmed to do so. Advised customer the device will only deliver the appropriate amount of insulin based on the bolus wizard and that it was functioning properly. Customer also stated the belt clip was broken. Customer's blood glucose level was 117 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.